Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that for the last few months they have been having issues charging their implanted neurostimulator (ins). Caller stated that the charge quality will be "good" for a bit but then lose connection and will have to search for the device again. Caller confirmed that this issue began a couple months ago around the same time the had a fall. Caller commented that they don't think the fall impacted their internal system. Caller confirmed that they can feel their ins and it doesn't appear that it's tilted, but it feels superficial to the surface of their skin. Agent walked caller through resetting the wireless charger. The issue was not resolved. A request was sent to the repair department to replace the wireless recharger to rule out external equipment as the issue. The patient was redirected to their healthcare provider(hcp) to further address the issue if the replacement does not resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.